Manufacturer narrative:
UDI: unknown part number, UDI unavailable upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient via vp-shunt on (B)(6) 2017 (the initial setting was setting 4). However, the catheter at the ventricle side was dislocated and a surgery was performed to relocate the catheter to the desired position at the beginning of (B)(6). The patient¿s condition didn¿t improve, so the pressure setting was changed from setting 4 to setting 3, but the condition stayed the same. A contrast examination was performed and it was noted that the flow of csf was little and the valve blockage was suspected. The valve was removed from the patient¿s body on (B)(6) 2017 (the final setting was setting 3). Alternative valve, medtronic strata was used for revision. The patient¿s current condition is good. The patient is a (B)(6) male, and was suffered from sah. The surgeon commented that the valve might be blocked by something when the relocation surgery was performed. There is no further information provided by the hospital.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.